Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2016, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot. The fse found the handheld barcode scanner was not working, the light flashes but it will not read the barcodes. Fse had the customer unplug the scanner and then plug it back in. This cleared the issue and the scanner is working again. The customer ran quality controls (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-2000st analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was the plug.

Event description:
On (B)(6) 2016, a customer reported handheld barcode reader not working with their aia-2000st analyzer. The customer is unable to run prl, pth, fsh, lh ii, and bhcg patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting prl, pth, fsh, lh ii, and bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.